Event description:
During a laparoscopic cholecystectomy, the device clips scissored while attempting to ligate the cystic duct. A reusable clip applier was used to complete the case laparoscopically. The device was found by the rep lying on the customer's shelf. The customer refused to release instrument stating this is new hosp policy. The rep observed the saved clips which were scissored. The pt was kept in the hosp overnight for observation. There was no consequence to the pt.